Manufacturer narrative:
Concomitant products: product ID: 37711, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator.

Event description:
Additional information was received from the patient. The patient reported that they recently had knee surgery and had been inactive so they had not been using their stimulators. They noted that one stimulator would hold a charge while it sits unused. The other stimulator would not hold charge while it sits unused. They were charging the devices nearly every day. They reported they charged (B)(6), and one stimulator still had half charge but the other had nothing left. The patient reported this was annoying. Additional information from healthcare provider reported that there were no issues with the devices not holding a charge. Note discrepancy- patient provided sns (B)(4). Device registration shows that (B)(4) was inactivated (B)(6) 2008.

Event description:
The patient reported that their implantable neurostimulator (ins) battery is depleting 50% or greater, when they have the device off and aren't using the therapy. The patient noted that they have two implants that are affected by this issue. They stated that their older ins didn't start to have this problem until their newest ins was implanted in (B)(6) 2015. The patient stated that the ins implanted in (B)(6) 2015 has had this issue since the time it was implanted. No patient symptoms were reported. The patient was to follow up with their healthcare provider. The patient was implanted for spinal pain.

Event description:
The manufacturing representative reported on behalf of the patient that they were complaining that their ins was depleting when their stimulation was not turned on. They stated that the patient charged the battery to 75% one night, and it was depleted to 50% when they woke up. It was reviewed that the battery does deplete when the stimulator is turned off. The manufacturing representative was going to follow-up with the patient to get more charging data if the issue persisted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.